Event description:
During evaluation by baxter on (B)(4) 2010, the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration air-in-line printed circuit board (ail pcb). This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4).

Manufacturer narrative:
(B)(4).